Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to infection. Surgeon performed an irrigation & debridement with washout, and exchanged a 4x9 mako ukr poly for another. Rep confirmed that no further information will be released by the hospital or surgeon.